Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had a critical pump error. The customer¿s blood glucose was 234 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with an unresponsive keypad due to corroded keypad trace at left arrow, up arrow, down arrow, select button and back button . Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and selftest due to unresponsive keypad.